Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that their retainers are cutting their gums. Provided hht&t tips and to use file to smooth sharp/rough edges. Blanching is present around tooth #9.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.